Manufacturer narrative:
-The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. -the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. -no abnormality has been found, and the lead connections tests were successful. -based on the device analysis and the information provided in the complaint description (measurements of very high impedance > 3000 ohms with 2 different devices : edis and psa), no issue is suspected on the subject crtd; a rv lead issue could not be excluded. Please refer to the attached report.

Event description:
Reportedly, during the replacement of the implanted device, the following observations were made regarding lead parameters: 1. Pre-replacement measurements - the existing device (paradym dr, sn: (B)(6) recorded a coil continuity impedance of 342 ohms, which was stable according to the trend data stored in the device memory. 2. Post-replacement measurements - after connecting the new device (edis 2410), the initial coil continuity impedance measurement was stable; however, subsequent measurements showed values exceeding 3000 ohms. - to further investigate, the physician connected the rv pin to the svc connection, resulting in a coil continuity measurement of 345 ohms, consistent with the pre-replacement values. - a final impedance test conducted with the psa confirmed a coil continuity impedance of >4000 ohms. The defibrillator edis 2410 has been explanted on 15 nov 2024 and the rv lead isolated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the replacement of the implanted device, the following observations were made regarding lead parameters: 1. Pre-replacement measurements - the existing device (paradym dr, sn: (B)(6) recorded a coil continuity impedance of 342 ohms, which was stable according to the trend data stored in the device memory. 2. Post-replacement measurements - after connecting the new device (edis 2410), the initial coil continuity impedance measurement was stable; however, subsequent measurements showed values exceeding 3000 ohms. To further investigate, the physician connected the rv pin to the svc connection, resulting in a coil continuity measurement of 345 ohms, consistent with the pre-replacement values. A final impedance test conducted with the psa confirmed a coil continuity impedance of >4000 ohms. The defibrillator edis 2410 has been explanted on (B)(6) 2024 and the rv lead isolated.